Event description:
Customer called to report that one of the plastic tubing stayed in the skin and it happened twice. Customer stated that a piece of the cannula broke off and stayed in the abdomen. Customer stated that the first time it happened was (B)(6). The second time was (B)(6). Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.